Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
This time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.